Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split septum "was cracked". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd q-syte luer access split septum "was cracked". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned sample and photographs provided by your facility. Bd received one unused q-syte unit attached to a stopcock unit. The unit was received without any packaging. The q-syte top and bottom bodies were separated at the weld joint location therefore confirming your reported issue. There were adequate traces of a weld line on the rims of the top and bottom bodies which is an indication that a bond was provided during the manufacturing process. Although the failures stated in your reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: indeterminate-the defect septum damaged/defective was confirmed. There was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported that the bd q-syte¿ luer access split septum "was cracked". There was no report of exposure, serious injury or medical intervention.